Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that following an intraocular lens (iol) implant procedure the lens cracked observed in the eye. The lens was still in the patient's eye but they scheduled for a lens explant. Additional information was received from physician, who reported that the patient had a dense cataract which required increased phaco energy which made the cornea hazy. It was difficult to tell for certain if there was a crack so waiting for the cornea to clear post-op.